Event description:
Information received indicates the pump had experienced ec45.

Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed. Reference recall number z-1868-2011.